Event description:
It was reported that, "periprosthetic fracture caused revision".

Manufacturer narrative:
An evaluation of the device cannot be performed as it was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.